Event description:
Additional information was received from a consumer (con) via a company representative (rep). The patient weight at the time of the event was 230 pounds. The application software version was 1.1413. The patient programmer time and date were reset. The cause of the event was because 8840 programmer was used at the doctor office which had incorrect time and date. The 8840-patient programmer was replaced with the tablet and the software was updated in the doctor office. The patient pump was due for replacement in 2024 but they elected to replace pump since she lived internationally. The provided information has been confirmed with the account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID a810, serial# unknown. Product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient receiving unknown baclofen (unknown concentration and dose) via an implantable pump. The indications for use were multiple sclerosis and intractable spasticity. It was reported that the manufacturer representative (rep) stated that the patient reported going back to december 2022, they had three instances where the low and empty reservoir alarms sounded prior to the expected date. In one case there was still approximately 7 ml left in the pump. The rep did not have any session reports indicating the expected date versus the actual date of the alarms but was able to confirm the date according to the time was correct. The pump time was off by a few hours,but the rep stated the patient had been traveling internationally regularly and implied the time difference might have been something to do with that.